Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code malf 16, with no notable events occurring prior to it. There was no adverse impact on the customer's blood glucose level. As a corrective action, tandem technical support arranged for a replacement pump to be sent, ensuring it had updated software. The customer was informed about using multiple daily injections (mdi) as a backup therapy and instructed on various procedures including putting the pump into storage mode before returning it. Additionally, the customer was guided on programming settings and connecting the continuous glucose monitor to the replacement pump.